Manufacturer narrative:
No sample is available for eval. Investigation is incomplete at time of this report. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the catheter inserted following turp to allow for bladder irrigation. Leaking noted around the urethra. Catheter removed, balloon deflated. On testing, noted to be punctured and balloon not staying inflated. No reported pt injury.